Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 487 mg/dl and self-treated with 8 units of insulin (type unspecified). Customer further reported that a few minutes later he began experiencing symptoms described as "sweats, discomfort, loss of knowledge", and a loss of consciousness. A comparative capillary test was performed on a competitor brand meter and a reading of 'lo' (reading less than 20 mg/dl) was obtained. Customer was incapable of self-treating so his partner treated him with "10 packs of sugar and coca-cola". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 487 mg/dl and self-treated with 8 units of insulin (type unspecified). Customer further reported that a few minutes later, he began experiencing symptoms described as "sweats, discomfort, loss of knowledge", and a loss of consciousness. A comparative capillary test was performed on a competitor brand meter and a reading of 'lo' (reading less than 20 mg/dl) was obtained. Customer was incapable of self-treating, so his partner treated him with "10 packs of sugar and coca-cola". No further treatment was reported. There was no report of death or permanent impairment associated with this event.